Event description:
Update: the customer reports there was no reported adverse outcome. No additional specific details can be provided.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer (reported in b5), and investigation results (reported in h6, and h10). Based on additional information this event is determined to be a non-reportable device malfunction (corrected b1, h1). Investigation: physical evaluation of the complaint device could not be conducted as the device was not returned to olympus. The root cause could not be identified. Therefore, the probable cause was determined on the basis of the information provided by the customer. In light of the fact that the event occurs only when multiple camera heads are used, it is inferred that the control circuit for the camera head was damaged. The ap board and dp board have the circuit specific to the camera head. Therefore, the long-term use of the product might have caused malfunction in parts on those boards, leading to occurrence of the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the customer experienced a rolling image when using a camera head with the cv-190 processor. It was noted the issue is with the image only with multiple camera heads used with the processor. The customer was to send the device in for repair. The system reset guide and the backup and restoration of cv-190 settings guide were sent to the customer. Although requested, additional information is unavailable.